Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the smart pneumatic module. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure - 1474" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.